Manufacturer narrative:
E1; reporter institution phone number (B)(6) e1: reporter phone number (B)(6) the field service engineer (fse) went onsite and confirmed the reported problem of a speaker malfunction error. The fse replaced the speaker to resolve the issue. The device was operational after replacing the speaker. The device remains at customer site.

Event description:
It was reported that the intellivue multi-measurement module x3 had a speaker malfunction. The device was in use at time of event, there was no adverse event reported.